Event description:
The nurse reported that the laser indirect ophthalmoscope (lio) was not working. No illumination was noted. There was a 10 minute delay in the procedure. The surgeon completed the laser with an endolaser probe. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The company service rep found an intermittent connection at the headset end of the illumination cable. The connection was tightened. The system was then tested and met all product specs. (B) (4). (B) (4). (B) (4).